Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. A new lead was successfully implanted with no adverse pt effects reported. The event will be re-evaluated if additional information becomes available. No allegation our lead failed to meet its performance specifications or caused or contributed to the reported event. Insulation fracture is a recognized clinical event reference in the device's labeling and/or reported in the medical literature. The device history records and the complaint filed of the lead model were reviewed. N o trend of the same or similar type was found or indicated.

Event description:
The customer reported that during a recent post operations visit, this right atrial lead was found to have an insulation fracture. The lead was surgically abandoned (capped) and successfully replaced. No adverse pt effects were reported. The lead was actively implanted for approximately 11 years, 8 months.